Manufacturer narrative:
Date rec'd by MFR: 18jun2019. Date of report: 27jun2019. The fse performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue. After this repair, performance specification testing was performed and the unit passed. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019 the touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation revealed that the resistance (ul_lr and ur_ll ) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touch screen failure. The customer reported that they tried to calibrate the touch screen, but the issue was not resolved. There was no patient involvement.